Manufacturer narrative:
Product analysis: the menu knob was missing and the device failed a test related to menu selection. The atrial output connector was broken. The keypad window was scratched. Upper and lower cases were broken. The main seal was pinched. A case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for service. There was no patient involvement.